Event description:
Peep valve malfunctioned, one incident the flow was much lower than expected, and the other there was no flow at all. No injuries were sustained, but the pt found it difficult to breathe.